Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can specific patient demographics be provided for the subjects of this article? If so, please include: pre-existing conditions, exact procedure performed (if not already specified in the literature), specific medical/ surgical intervention per patient. Were these cases previously reported? Are there devices to be returned for analysis? Is the lot number available for any of the devices used? What is the current condition of each of the patients.

Event description:
It was reported that the patient underwent an open plastic, possibly abdominoplasty, panniculectomy, mastopexy or reduction mammoplasty, surgical procedure on an unknown date between (B)(6) 2009 and (B)(6) 2010 and suture was used. On one side of the body, a standard skin closure technique was performed. This included closure of the deep dermal layer with interrupted suture, spaced no further than 2 cm apart, followed by closure of the intradermal layer with running suture. Following the procedure, the patient possibly experienced suture extrusion without purulent discharge or abscess, wound infection, granuloma, hematoma, edema, seroma, localized incision pain, erythema, abnormal scarring, bleeding and/or wound dehiscence between eleven and thirty days postoperatively. The patient possibly received a blood transfusion, scar management treatment therapy, topical treatments and/or closure with slow-absorbing suture. It was possible that the patient developed an allergic reaction and cardiac/respiratory arrest. Additional information has been requested.